Event description:
A report was received that the patient was experiencing tenderness at the pocket site. Swelling and clear liquid discharge was noted. The physician suspected an infection and opened the pocket. The physician saw no signs of infection and did not think that there was an infection. The pocket was flushed with antibiotic and was cleared up.